Event description:
Primary disconnected the dialysis circuit tubing from the dialysis catheter and the end tubing broke off inside the red port of the dialysis catheter connection. The dialysis catheter had to be removed from the patient and another placed in the patient by the intensivist so display could continue. Dates of use: (B)(6) 2015. Diagnosis or reason for use: acute renal failure - requiring dialysis.